Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately high compared to two devices. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported approximately 3 weeks prior to contacting lfs, prior to her bedtime she began to feel sick and shaky. In response to the symptoms she tested with the subject meter and obtained a reading of ¿20.1 mmol/l¿ which she felt was inaccurate compared to how she was feeling. The patient stated, she then tested with another device (bayer meter) and obtained a reading of ¿3.8 mmol/l¿. The patient also reported that she tested on a onetouch ultra2 meter and obtained a reading of "3.9 mmol/l". The patient confirmed all the tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these blood glucose results exceeds the expected value of less than or equal to 30%. The patient reported treating herself with food and/or drink in response to her symptoms. It is not known when the patient tested with the subject meter prior to the onset of symptoms. Replacement products were sent to the patient. Although, the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused and/or contributed to this serious injury. The patient reported that she was symptomatic prior to when she obtained the alleged inaccurate high reading. However, this complaint is being reported because, the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up 1: supplemental report (06/14/2013). On 05/27/2013, the lay user/patient returned call after lfs (B)(4) made several follow-up attempts. At the time of the follow-up, the patient reported that prior to developing symptoms she had tested at 5:19pm that evening (supper time). The patient claimed she obtained a result of ¿7.9 mmol/l¿ which was normal for her. The patient manages her diabetes with insulin. She reported taking her usual dose of 10 units of novorapid. Based on the additional information obtained, this complaint remains classified as a malfunction.